Event description:
Implant loss (can't be confirmed - cf was not provided). Customer has reported an implant loss. Label sent/ fedex tracking (B)(4). Product pending (B)(4).

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.